Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2017. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a missing protection cap on the homechoice low recirculation volume apd set with cassette. This occurred before peritoneal dialysis therapy. The cassette was sealed in its packaging, had never been opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported problem of missing component was verified during visual inspection. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.